Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that two ar-9501-05p univers revers humeral stem and two ar-9502f-36cpc arthrex univers revers suture cups engaged correctly, but they were loose, along with the two ar-9503s-03 univers revers humeral insert in between. The surgeon could wiggle the implants and make them move. The screw of the two ar-9502f-36cpc arthrex univers revers suture cups was not engaging with both ar-9501-05p univers revers humeral stem. The case was completed by opening a different ar-9501-05p univers revers humeral stem, an ar-9502f-36cpc arthrex univers revers suture cup, and an ar-9503s-03 univers revers humeral insert from a different lot number. This was discovered when putting the products together before insertion in the patient during a rtsa procedure on (B)(6) 2024. The case was delayed fifteen minutes; however, it is unknown if additional anesthesia was updated.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9502f-36cpc univers revers suture cup, 36 batch: 23.05410 was received for investigation. The ar-9502f-36cpc univers revers suture cup, 36 came assembled to an ar-9501-05p univers revers¿ humeral stem size 5 batch number: 24.01727. Upon visual evaluation, it was noted that the bullet nose screw of the returned ar-9502f-36cpc univers revers suture cup, 36 was not sitting flush and the two parts were not securely engaged. Further visual inspection noted slight damage to the hex of the bullet nose screw. The bullet nose screw was then removed and it was further noted that the threads were slightly damaged and the screw had scratches on the surface. The length measurement of the bullet nose screw was taken using a caliper, cal ID: 1003729, and the length of the returned component was found to be .7020 which is within the tolerance of the specification stated in drawing c15904 of .7028 ± .0079. Functional testing was then performed by attempting to assemble the two parts correctly. It was found that the bullet nose screw was able to sit fully flush as intended and the parts were able to engage securely together. The most likely cause for the reported failure can be attributed to user error.